Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported display issue; also not possible to retrieve programmer log files, programmer could not connect with usb (universal serial bus) drive. Disk drive failure. Analysis also found the printer was not working properly. During final functional test, several errors occurred; lem (link electronic module) printed circuit board assembly failure. (B)(4).

Event description:
It was reported the display was abnormal. The programmer was returned to the manufacturer for service, analyzed and tested out of specification. No patient complications have been reported as a result of this event.